Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(6). No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the connector pin measuring 46.5cm was returned. External insulation abrasion was found at 45.8-46. 1cm from the connector pin, consistent with lead friction n to another device. The etfe coating was intact at the same location.

Event description:
This report is to advise of an event observed during analysis.